Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not heat. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, not adverse consequences to the pt.

Manufacturer narrative:
Per the ccp: we "y" off our cardioplegia lines to include the ports from the warming blanket; we do this in order to give a "hot shot" when the surgeon requests it. We use thumb clamps to keep these lines shut off during the case. While setting up, I could not get the water temp for the regular (oxygenator) water lines to get above fifteen to seventeen degrees. I did check these lines, and they appeared to be clamped, so I switched out the heater/cooler and called for service, figuring it was an internal problem. After things had settled down, we rechecked the lines and it appears that one of the thumb clamps had become worn with age and was not totally occlusive, causing water to flow from the cardioplegia side into the oxygenator side. After discovering this, we again switched out the cooler heater unit and retested the machine, and it working as it was suppose to. We called our biomed dept and canceled the service call to the MFR. I used the machine on the case on friday and performed as was expected. We also used the machine on a case on (B)(6) without any issue and it worked fine.